Manufacturer narrative:
Attempts to obtain addtitional information regarding the reported observations were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced. On the explant form there was no reason for crt-d removal provided. There was no evidence that either the right ventricular (rv) lead or the left ventricular (lv) lead were repositioned or replaced. However, on the explant form, it was reported that there were guidewire issues associated with the rv lead. The lv lead was reported to have helix issues, along with abnormal shock impedances and inappropriate shocks. The lv lead is a brady passive fix lead. Additionally, there was a report of guidewire issues, inappropriate shocks, and abnormal shock impedances associated with the right atrial (ra) lead. The make of the ra lead is unknown. The crt-d was returned with a port plug inserted in the ra port which suggests that no ra lead was implanted with this product. No adverse patient effects were reported.